Manufacturer narrative:
One sample was returned and an evaluation is complete. Microscopic inspection revealed five small holes in the bag. One hole was at the top of the letter ¿l¿ in (B)(6), and the other four small tears were in the stamped zip code hyphen and the numbers (B)(6) in the zip code. Leak testing was performed, and the bag leaked from the tears. The reported condition was confirmed. The cause of the condition was not determined. The supplier of the component has been notified of this issue. The remaining four (4) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) units of 250ml exactamix eva tpn bags had leaked. This occurred after the bags had been filled with unspecified solution. The reporter stated the leaks occurred from two holes on the "l" in englewood and 2 holes on the zip code which were printed on the bag. There was no patient involvement. No additional information is available.